Event description:
It was reported that during a laparoscopic pneumonectomy, at the 1st firing, the doctor felt a sense of discomfort, and it was found that staples were malformed a lot. The device was locked out at the 2nd firing. The device was used for the lung. Another device used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: was the staple line missing any staples? ---no. The situation is that some deployed staples were malformed. What was the appearance of the malformed staples? --- the information was not provided from the hospital. Where was the location of the malformed staples on the ends, the middle of the staple line, the entire staple line, and the rows closest to the cut line)? --- the information was not provided from the hospital. What color cartridge was being used? ---gold, ecr60d. What other color cartridges were used before and after this event? --- the information was not provided from the hospital. If buttressing material was utilized, which product was used? --- the information was not provided from the hospital. Was the instrument fired across or near an existing staple line or clip? --- the information was not provided from the hospital. If any unexpected noises were heard, when were they heard? --- the information was not provided from the hospital. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? --- the information was not provided from the hospital. Was there any difficulty removing the device from the tissue? --- the information was not provided from the hospital. Is there any other additional information you would like to share about this device or procedure? ---no. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.